Manufacturer narrative:
The reported event of noise and inability to communicate with the device was confirmed. Final analysis found the device was received with battery voltage above elective replacement level. Communication with the device could not be established. High current was observed during bench testing and was traced to the hybrid. Evaluation of the hybrid using thermal imaging isolated the high current drain to u1 hercules ic, which is consistent with the noise and communication anomaly observed in the field.

Event description:
It was reported that the patient presented remotely on (B)(6) 2019 via merlin.net with the right ventricular lead noise oversensing. The asymptomatic patient was brought in to the clinic for a pacemaker check. The clinician was unable to interrogate the device. There were no alerts or signs of premature battery depletion on the device from the most recent transmission. The clinician used multiple programmers, the rf antenna on and off, and tower spacer over the device but was unable to interrogate the device. The communication was also unsuccessful when open channel telemetry test was performed. Since the previous data transmission was possible, it was determined that the radiofrequency telemetry was functional and was not associated with telemetry lock of any kind. The pacemaker and right ventricular lead were then explanted and replaced on (B)(6) 2019. There were no complications during procedure and the device was functioning appropriately. The patient condition was stable. Related manufacturer reference number: 2017865-2019-11550.